Manufacturer narrative:
(B)(4) date sent to the FDA: 12/28/2015. (B)(4).

Event description:
It was reported that the patient underwent breast reduction procedure on (B)(6) 2015 and suture was used. The suture was used in the deep dermal layer of the skin. Following the procedure, the patient developed an abscess around the areola. The issue was resolved by normal closure of the skin using suture. Additional information has been requested.

Manufacturer narrative:
Representative samples were returned for evaluation. Visual inspection of packaging and sutures were performed and no defects were found. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent breast reduction procedure on (B)(6) 2015 and suture was used in the deep dermal layer of the skin and placed interrupted on both breasts. It was also reported that both breasts were closed during the procedure. The surgeon did not notice any deficiency with suture prior to use. Following the procedure, the patient presented an abscess around the areola on visits (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015 and dressings were changed along with incision and drainage of abscess. The issue was resolved by normal closure of the skin using suture. The surgeon opined that the suture is contributing factor to symptoms. Currently, the patient healed by secondary intention. Three months post-op, the patient presented healed incisions but spots of scarring around the areola where the previous abscesses had been, which correlate to suture placement. (B)(4).